Event description:
It was reported that the customer had high blood glucose levels for almost 2 weeks now. Customer stated that she is not sure what is wrong with her blood glucose level today since it is now 408 mg/dl. Customer went to bed last night with a blood glucose level of 150 mg/dl. Customer stated that her blood glucose level was 240 mg/dl this morning and then it went up to 440 mg/dl. Customer bolused and it went down to 367 mg/dl. Customer stated that 30 minutes later, it went up to 408 mg/dl. Customer just gave a manual injection of 3 units about 15 minutes ago. Customer has been changing her set almost every day now. Customer is almost out of supplies. Customer stated that it started when she went to see her health care professional and they told her she was starting a new diet. Customer's blood glucose level kept going into the 50's mg/dl, so she changed her settings a little bit. Customer wants to talk to her health care professional first. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.